Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax with internal parts exposed. Blood entered in the contact sensor part of the ablation catheter. Contact force of the ablation catheter displayed high and ablation could not be conducted. Timing was during ablation. The cable was replaced but the issue continued. The issue was resolved by replacing the qdot micro catheter to another new one. The procedure was successfully completed without patient's consequence. Additional information was received. No difficulty experienced while maneuvering the catheter or during the withdrawal. The catheter pebax was not physically damaged. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-oct-2024 there was a cut on the pebax with reddish-brown material inside and internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of a cut on the pebax with internal parts exposed on 25-oct-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 25-sep-2024. The device evaluation details: the device was returned to johnson and johnson medtech for evaluation. Visual inspection and functionality test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis of the returned sample revealed a cut on the pebax with reddish-brown material inside and internal parts exposed. The force feature was tested and the 106 error was observed. The catheter was dissected and an open circuit at the tip area was observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issue and blood reported by the customer was confirmed. However, the potential cause of the open circuit could not be determined. The carto instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. As part of johnson and johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿blood entered in the contact sensor part¿ issue. In addition, biosense webster inc. Analysis finding of the ¿cut on the pebax with reddish-brown material inside and internal parts exposed¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿high contact force¿ issue. In addition, biosense webster inc. Analysis finding of the open circuit at the tip area. Manufacturer's reference number: (B)(4).